Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely after experiencing episodes of syncope. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited intermittent ventricular under-sensing. No programming changes have been made.

Event description:
Additional information received notes that programming changes were made upon patient follow-up in clinic. The patient was stable.